Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), explanted: (B)(6) 2012, product type: recharger. Product ID 37743, serial# (B)(4), explanted: (B)(6) 2012, product type: programmer, patient. Product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for chronic low back pain. It was reported that on (B)(6) 2012 the health care professional (hcp) removed the scs system form the patient and replaced it with a pump system. The patient reported that the scs system had not really helped to control their pain and that they had not used it for many months. The manufacturer representative stated that the system would not be returned to the manufacturer for analysis. On 2016-03-04 additional information was received from the patient reporting that when they requested a new ID car, they had received two new cards- one for the pump and one for the scs system. The patient stated that the scs system had been explanted in 2012. The stimulator had not worked well for them and they moved to their pump implant. The patient restated that they only had the pump implant currently. There were no patient symptoms reported during this call in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.